Manufacturer narrative:
(B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the locking system was damaged on the motor device. It was not reported if a spare device was available for use or if a there were any delays to the planned surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - cable/cord/wiring, locking parts were damaged and the control unit was defective. It was further noted that the device failed pre-test for noise, safety, motor thermistor, cutter lock and loctite and cable assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.